Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited horizontal stripes in the image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.